Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that while mapping, prior to fixation, the physician noticed the helix of the ralp looked unusual under fluoroscopy. The physician elected to exchange the ralp with a new device and complete the procedure.